Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a sternotomy procedure for a hardware removal due to a non-union on (B)(6) 2019. The patient had the devices implanted on (B)(6) 2019. The failure of plates was due to poor bone quality and patient non-compliance post-operatively. The pin in one plate was pulled out and the screws lost purchase in another plate. The sternal plates used have pins in the center of them which holds the two portions of the plate together to form one plate. The patient has no pain receptors and was moving around and improperly laying which led to the failure of the devices. One (1) titanium (ti) sternal locking angled plate, one (1) 8 hole sternal locking straight plate, two (2) 20 hole sternal locking straight plates, nineteen (19) 18mm ti locking screws, two (2) 20mm ti locking screws, and five (5) ti locking screws were removed and were replaced. The procedure and patient outcome are unknown. This complaint involves thirty (30) devices. This report is for one (1) unk - plates. This is report 1 of 2 for (B)(4).